Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-06923. It was reported patient requested a driveline repair. There were no issues with the pump and the patient used the mobile power unit (mpu) while at home. The cosmetic repair was scheduled for (B)(6) 2021. Upon visual inspection, during repair, it was noted that there was extensive rescue tape covering two-thirds of the driveline. The driveline was opened approximately 5 inches from the exit site. The shielding was completely worn away in some areas indicating the potential discontinuity of the ground. The wires were spliced, beginning with green, brown ,and orange. The patient was changed over to a new driveline without any issues to the patient or equipment. The yellow, black, and red wires were spliced. The area was closed per procedure and patient was provided with care instructions. The log file captured a driveline fault and pump stop event on (B)(6)2021 between 16:25-16:27 and it appeared to be during the time the driveline repair took place. There were additional pump stops noted after the repair on (B)(6) 2021 at 03:35 and (B)(6) 2021 at 02:27-02:29 while connected to a grounded patient cable with the power module and the mobile power unit. It appeared that the patient developed a short to shield. During the investigation of the pump log files, a no external power event captured on (B)(6) 2021 at 12:57:13 that appeared consistent with a loss of ac power to the mobile power unit. The controller backup battery powered the system until external power was restored.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm active was confirmed via the submitted log file. The mobile power unit (mpu) was not returned; however, a log file was submitted for analysis. The submitted log file labeled ab181053 contained data spanning approximately 19 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captures a no external power alarm active while connected to the mobile power unit (mpu) on (B)(6) 2021 at 12:57:13 due to a loss of ac power. The alarm resolved in the next event ((B)(6) 2021 at 13:08:15) when the rsoc voltage in the black power cable as well as the bus voltage were restored to its intended voltage. The system controller backup battery was able to support the system until external power was restored and pump speed was not affected. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit, if the mobile power unit will be returning for analysis, if the mpu had a v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.